Event description:
The patient underwent the coil embolization of a ruptured right anterior communicating artery aneurysm. Approximately twenty three months post procedure the patient underwent a further embolization treatment to occlude the aneurysm in which two stents and six non-boston scientific coils were placed. During the procedure, it was reported that a thrombus formed that the physician related to the first stent. This was noted as the physician was attempting to place the second stent. Medication was given, a two thirds loading dose of reopro, and the thrombus was reported to resolved with no residual effects the same day.

Manufacturer narrative:
Device code: other, for no allegation of product malfunction or non conformance contributing to the reported event.